Manufacturer narrative:
(B)(4). Batch # = n9058f. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the second firing, the clip did not close at the proximal end. The clip was removed and the device removed from the patient. The scrub tech fired the device at the back table and some clips formed and some clips were unformed proximally. The device was not from a kit and a cholangiogram was not done with the procedure. The case was completed with a second device of the same product code. There were no adverse consequences for the patient.